Event description:
The customer reported an inability to acquire v1. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse. The reported symptom was reproduced. The processor pca was replaced to resolve the issue. The device passed all testing and was returned to service.